Event description:
Customer alleged blood glucose results of 250 mg/dl and 105 mg/dl when testing was performed back to back on the aviva system. Customer reported having no symptoms, and did not treat or act on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.